Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issues of needle through catheter and catheter defective / damaged were confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failurse to our manufacturing process since no sample was returned for evaluation. A device history review could not be completed as no batch number was provided.

Event description:
It was reported by the customer that the bd cathena¿ safety IV catheter are not working. The following information was provided by the initial reporter: a lot of patients are getting ¿stuck¿ more than 4 times because these current IV catheters are not working.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that the bd cathena¿ safety IV catheter are not working. The following information was provided by the initial reporter: a lot of patients are getting ¿stuck¿ more than 4 times because these current IV catheters are not working.